Event description:
A peritoneal dialysis (pd) patient's husband reported that she was being treated for peritonitis. The date of diagnosis or treatment starting was not reported. During follow up the patient's pd nurse it was reported the patient had touch contamination peritonitis while being treated on a newton cycler. The patient completed antibiotic treatment (B)(6) 2014 and is reported to be recovering. No additional information has been made available at this time.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Due to lack of information an MDR will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant.